Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, a root cause could not be identified. The most probable cause fiber bonding in the outer tube area (distal end) is damaged is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic had presence of water in the light guide section at the distal end. The issue was identified during an inspection prior to use. There were no reports of patient harm.